Manufacturer narrative:
A steris service technician arrived on site, inspected the unit, and identified that the piston valve required replacement. The technician replaced the piston valve, as well as the connecting hose and o-ring, tested the unit, and confirmed the unit to be operating according to specification. No additional issues have been reported.

Event description:
The user facility reported that their reliance synergy washer/disinfector was leaking water. No injury, procedural delay, or cancellation was reported.